Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the alarm started about 5 minutes after they jumped into the pool and customer left the pump drying in the sun. Customer's blood glucose level was 22 mmol/l. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.